Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the chair will not turn off. Will not drive the chair.

Event description:
The dealer states that the chair will not turn off. Will not drive the chair.

Manufacturer narrative:
The device was evaluated by the returns department which found that the joystick was missing the power/mode switch. The joystick was still able to power down but the missing switch would make it more difficult for the dealer/end user to power down the joystick. The inductive functioned properly when attached to a test rig.